Event description:
It was reported that this right atrial (ra) lead exhibited far-field r-wave oversensing post ventricular paces. There was also some undersensing of atrial fibrillation. Technical services (ts) discussed reprogramming options. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).